Event description:
Procedure: radiofrequency ablation. Reportedly, soon after starting to coagulate, the generator suddenly broke down. Tried to activate it again, but could not work any more. Stopped using cool tip device for surgery.